Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D6: implant date is an estimate date as actual implant date was not known.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted. The physician reported that the closure device proximally shifted post-release. The physician considered snaring the closure device but decided to leave it as is. The patient had a six (6) week routine follow-up, and the physician noted that the closure device has shifted more proximally and has a leak through the fabric. The physician ordered a computed tomography (CT) scan and will discuss options with the patient but is considering either coiling or plugging the leak versus surgically removing the device.